Event description:
During an oral surgery case a burn occurred to the left lower lip measuring 1 cm in diameter. A bipolar forceps was being used to cauterize a bleed. The coag was set at 20. A cheek retractor was also in place.the esu generator that was used in this case was not considered to have a fault. Device passed inspection in clinical engineering and was placed back into use.